Event description:
It was reported that during the implant procedure, there was difficulty extending and retracting the helix. The lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) helix disengaged from helical channel; the helix will not extend due to being over-retracted; blood observed in the distal conductor and in/on the helix mechanism; full lead analyzed.